Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 226 mg/dl. Troubleshooting for the blank display was performed. Customer was able to perform and pass the self-test. Customer's display screen did return after troubleshooting. Customer was advised to monitor the device and that a replacement battery cap will be sent out.